Event description:
During the heart cath procedure the x-ray system stopped taking images. The error code read "cooling failure. System shut down. X-ray not available - reselect." Procedure had to be stopped and patient moved into another cath lab procedure room.manufacturer's service tech replaced the chiller. The chiller had been replaced four days before due to a water leak in the pump.